Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on his back under the lifevest. Patient reports the rash as itchy. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician advised to stop taking a medication. It is not indicated if the rash was from medication or the lifevest. Patient is using a benadryl cream on the affected area. It is not clear if the doctor prescribed the cream. Follow up indicated that the area is getting better.